Event description:
The patient underwent replacement on (B)(6) 2016. The explanted device was discarded and is not available for analysis.

Manufacturer narrative:
.

Event description:
Clinic notes were received and dated (B)(6) 2016. The notes state that the patient reports his vns has not been working in the last several months. The notes also state that the vns has previously been very effective for him, reducing his seizure frequency to one staring spell a day. He is currently having 10 or more staring spells per day. The notes state that his vns was interrogated and battery is very low and he will be referred for vns generator replacement. No other relevant information has been received to date. No surgical intervention has occurred to date.